Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mrh axle was reported. The event of crack/fracture was confirmed. Method & results: device evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records could not be completed because the lot code information is unknown. Complaint history review: complaint history review could not be completed because the lot code information is unknown. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Breakage of the coupling mechanism (coupling axis) 10 years after implantation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Breakage of the coupling mechanism (coupling axis) 10 years after implantation.